Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery test and pump error alarms.the patient¿s blood glucose level was unknown at the time of the incident. Troubleshooting was performed. The customer was able to complete the rewind process. The customer mentioned that the insulin pump kept shutting off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected interprocessor communication error alarms during testing however, interprocessor communication error alarms are found in the formatted history file due to a software error. No unexpected failed battery test/battery failed alarms or insulin pump restarting/shutting off noted during testing.